Manufacturer narrative:
(B)(4). The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015, resulting in loss of consciousness. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a hypoglycemic event, resulting in loss of consciousness. Sensor was inserted at abdomen on (B)(6) 2015. Patient stated that he was exercising in the hall of his home when he lost consciousness. Patient stated that he had a temporary sensor error icon displaying at the time of the event and was not alerted of the low. Patient stated that he thinks a neighbor must have found him and called for emergency services. Patient recalls a "rescue squad" taking his blood sugar. The rescue squad did not administer medication, just food. Patient reported that he was given a chicken sandwich with cheese. Patient did not require further medical intervention. At the time of contact, the patient felt much better after eating food. No additional event or patient information is available.